Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a shaft fracture occurred. When the 2.5x12mm quantum maverick balloon was advanced onto the wire, the catheter shaft "snapped in half". Also the physician noticed a shaft kink when he was advancing the catheter over the wire. The procedure was completed with another of the same device. No pt complications were reported. Pt condition is reported as "ok".

Manufacturer narrative:
(B)(4).